Event description:
A 50 ml IV infusion programmed to run over two hours (25 ml/hr). Approximately 22 minutes later, administering nurse noticed that the entire 50ml had infused into patient. Review of infusion pump programming prior to administration revealed all appropriate steps were followed by nursing staff. Pc unit and channel were immediately removed from service.